Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 6 fr angio-seal has an issue. The physician was closing per device IFU as usual. When the physician went to pull out the device everything came out and the foot plate did not deploy. The device clicked as usual to deploy the foot plate and was seated properly. A second device was used successfully. The procedure outcome was successful. The patient was in good condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 20july2020: the procedure was an angiogram using a 6 french procedural sheath. There was a pre-deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The sheath and carrier tube assembly were cut into two parts at the proximal to the blood inlet holes. The kinked arteriotomy locator was returned as well. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve of the device was in full rear lock position with colored bands fully exposed. The tip portion of the locator/sheath assembly were cut proximal to the blood inlet hole. The arteriotomy locator was noted to be kinked at the blood inlet holes. The anchor and collagen were still intact within the cut portion of the carrier tube. No other visual anomalies were noted with the device no functional testing was possible due to the mutilated condition of the returned device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was cut to confirm the presence of anchor and collagen. However, the exact cause of the reported event cannot be definitively determined based on the available information.